Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the pump had an issue with intermittent power. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: during investigation, the pump powered up to a blank display. No damage was found to the battery compartment or cap. The battery cap attached securely. The pump was opened to find a cracked eeprom component. The intermittent power complaint was not duplicated during investigation.